Event description:
Procedure, svt ablation, was in progress, cryo balloon in place for intracardiac ablation. Balloon was inflated for 2 cycles. On the third inflation the balloon deflated and system referenced error code 53. Representative from medtronic contacted and stated they knew about that error code and were working on it. Balloon removed and new balloon was prepped and inserted. During this process, the patient demonstrated st segment elevation which resolved over several minutes. Procedure was completed. Patient woke slowly from general anesthesia and had hemiperisis. CT revealed cerebral clot and tps initiated. Email: (B)(6).